Manufacturer narrative:
Product event summary: analysis found the rattling noise was caused by the battery. Analysis also found the lower part of the display had multiple missing lines (liquid crystal display defective).

Event description:
It was reported the external pulse generator (epg) was dropped, possible internal damage as there was an obvious rattle when the device was shaked. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.